Event description:
Customer reporting 1 conflicting sars result. Customer states they had 1 negative result but upon retesting received a faint positive result. Customer states they had a negative pcr test 1 day before the conflicting test results.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: email.